Event description:
The nurse hung a 500cc bottle of albumin as a secondary infusion. The secondary tubing was connected to the primary IV tubing and back-primed, the primary IV bag was hung below the secondary bottle, and the infusion was started. The nurse and a student nurse verified that all the IV tubing clamps were open and the albumin was infusing before we left the room. The nurse returned to the room approximately 50 minutes after the infusion was started and noticed the bottle of albumin remained full, the drip chamber had filled up with extra fluid from the primary bag, and the IV pump was pulling fluid from the primary bag. The nurse verified that all the IV clamps were open. The nurse then clamped off the primary bag (with a hemostat above the IV pump) and visualized the pump which began to pull fluid from the secondary infusion. The IV set was connected, all clamps were open, and the IV fluids were hung properly. An unknown issue with the IV tubing caused the pump to pull fluid from the incorrect bag giving the patient approximately 320cc of fluid. Manufacturer response for smartsite infusion set and secondary tubing, (per site reporter): we have notified the manufacturer several times, again, this continues to happen despite our concerns.